Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon troubleshooting, fse found that the system was not booting due to a failure in the dcps(direct current power supply) voltage. The engineer temporarily resolved the issue by resetting the power supplies, as the problem was intermittent. To resolve the issue, fse replaced dcps. After replacement of the dcps unit, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.